Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter loaded into a packaging hoop has been received for the evaluation. On the visual evaluation, the device was noted to be bloody and the burst was noted on the catheter shaft. No other anomalies were noted. No other functional testing was performed due to the condition of the sample. Therefore the investigation for the identified catheter shaft burst was confirmed, as the burst was noted on the catheter shaft. The investigation for the reported leak remains inconclusive, as the functional testing cannot be performed due to the condition of the returned device. A definitive root cause for the reported leak and the identified catheter shaft burst could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2023).

Event description:
It was reported that during an angioplasty procedure, allegedly there was a leak in the shaft and the contrast came out from the shaft of the balloon catheter. The procedure was completed by using another device. There was no reported patient injury.